Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by an end-user with copd, who reported that his "mother-in-law held the tubing near her hand and turned it up to 5 lpm and could not feel any air." The end-user also noted that the unit was operating, appeared to be working properly and there were no audible or visual alarms. The end-user stated that he went to the hospital because "his oxygen level fell overnight," but did not provide any further details regarding any care or treatment provided. Devilbiss is investigating the complaint, including attempting to retrieve the device for evaluation. An update will be filed should any new information become available.